Event description:
A #8 shiley dct tracheostomy tube outer cannula separated from the hub and the neck flange dislodging the inner cannula and causing an audible leak. Trach was replaced before causing deterioration in patient. Dates of use: 2009. Diagnosis: chronic respiratory failure. This same type of incident occurred with shiley #6 dct tracheostomy tube in late 2006, and with #8 dct in 2008.